Manufacturer narrative:
Model number/catalog number: sc-2317-70, serial number: (B)(4), batch/lot number: 21165626 / 5007268, model/catalog description: infinion cx lead kit, 70 cm. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient underwent a revision procedure wherein the ipg was replaced for unknown reason.

Manufacturer narrative:
Additional information was received that the reason for ipg replacement was to make the device MRI compatible. No device malfunction was suspected.

Event description:
A report was received that the patient underwent a revision procedure wherein the ipg was replaced for unknown reason.